Event description:
On (B)(6) 2013, the lay-user/patient contacted animas to report her blood glucose was elevated as high as 485 mg/dl while she had severe symptoms described as ¿nausea, vomiting, extreme thirst, trouble breathing, chest pain and pressure.¿ on the day of the call, the patient reportedly awoke not feeling well even though her blood glucose was at 107 mg/dl. By 11 am, her blood glucose was elevated to the 300s mg/dl. The patient ate chicken soup and took a bolus insulin dose at the time of concern. By dinnertime, her blood glucose was corrected to 150 mg/dl. 40 minutes after dinnertime, the patient¿s blood glucose was elevated to 350 mg/dl, subsequently, the patient¿s blood glucose elevated to 444 mg/dl and then to 485 mg/dl. The patient took 10 units of insulin via syringe and changed his infusion site, set, and cartridge when her reading was at 444 mg/dl. At the time of the call to animas, her blood glucose was corrected to 313 mg/dl and she reportedly was feeling better. The patient remained on the subject insulin pump. During troubleshooting, the animas representative confirmed there was no product malfunctioned associated with the reported hyperglycemia. The advance features and the basal segment are correctly programmed according to the patient¿s usage. The date and time was confirmed to be accurate. The patient was having a possible sick day as she reported was having chills and feeling cold when she awoke. In addition, prior to the alleged elevated blood glucose readings, the patient drank soda which she did not usually do. This complaint is being reported because the patient had unexplained elevated blood glucose while on insulin pump therapy. Although there were other contributing factors to the patient¿s hyperglycemia such as patient¿s sick day and unusual soda intake, the animas pump system could not be ruled out as a contributor of the reported event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: the black box began on (B)(6) 2015. Due to continuous use of the pump, the black box data and histories for the event have been overwritten. The available daily insulin delivery totals correctly reflected the users programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering within required range and delivering accurately. (B)(4)